Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level ranging between 306-350mg/dl. Reportedly, the customer typically changes their cartridge every 3 days. A system check was performed and the time was found to be 15 minutes off. Tandem technical support assisted the customer in updating their time on the pump and advised the customer to perform cartridge changes every 2 days in order to stay within labeling. Recommendation was made to consult with their health care provider to discuss diabetes management. Reportedly, a correction bolus was delivered to address the bg level. Additionally, it was reported an occlusion alarm occurred. The customer's bg level was 408mg/dl. An infusion set change was performed and a correction bolus was delivered to address the bg level. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.